Event description:
During an elective replacement procedure, it was not possible to retract the helix on the left ventricular (lv) lead. Lv helix damage was alleged. As a result, the lv lead was explanted to resolve the event. The patient was stable.

Event description:
Additional information was received that there is lead damage that was confirmed visually.

Manufacturer narrative:
The reported events of ¿the electrode tip came loose¿ and helix mechanism issue were confirmed. As received, a complete lead was returned in two pieces with the helix found extended and clogged with blood/tissue. Visual inspection found the connector pin was broken / separated from the connector assembly consistent with procedural damage. After cutting and cleaning the distal end of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of the reported events was due to the helix being clogged with blood/tissue and excessive forces resulted in the connector pin to be pulled out of the connector assembly consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.